Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at bladen county hospital requested repair due to cns not booting the software. The boot only goes as far as the splash screen and freezes. Customer has tried drive swapping; however, the issue persists on cns-6201a, pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting service performed: nkts requested to send the device for evaluation and repair to nka repair center. Repair center received the defective unit sent by the customer. The unit was cleaned and decontaminated. The model, serial number, and all labels were verified. The reported problem of "the cns was not booting up into the windows and cns's application" was duplicated. Cns was not able to boot up into the windows and cns's application. The issue was caused due to degraded hard drives. Cns was out of warranty, the warranty of the device expired on 09/24/2016. Investigation conclusion: root cause of the issue was identified to be degraded hard disk drive (hdd). The cns was in use with a patient and there was no reported harm. There was no reported loss of data or communication. The issue was able to be resolved and there is no indication of an improper/inadequate design. The warranty of the device expired on (B)(6) 2016. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high conclusion: since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze at the splash screen and would not load the cns software. They were trying to reboot the unit after cleaning the fan because of a "fan speed" error message.

Manufacturer narrative:
The customer plans to send the device in for repair, but it has not yet been received. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze at the splash screen and would not load the cns software. They were trying to reboot the unit after cleaning the fan because of a "fan speed" error message.